Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced st segment elevation. During the procedure, upon ablating in the left superior pulmonary vein (lspv) in basket configuration, st elevation was observed after the second ablation. IV nitro was given, and st elevation was resolved. It was at the physicians discretion to continue ablation in the pulmonary vein isolation, and no other issues were observed in the left atrium. Upon completion of the case, when the patient woke up from anesthesia, st elevation was again noted. An interventional cardiologist came in and preformed an angiogram, IV nitro was again given, and resolved issue with no further patient complications. The patient had fully recovered. The catheter is not expected to return as it was disposed, therefore the lot number is not available.

Manufacturer narrative:
Fluoroscopy images during cardiac catheterization were reviewed by a boston scientific quality engineer. No blockages were present in the images. The device did not return; therefore, product analysis could not be performed. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. It was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that the patient experienced st segment elevation. During the procedure, upon ablating in the left superior pulmonary vein (lspv) in basket configuration, st elevation was observed after the second ablation. IV nitro was given, and st elevation was resolved. It was at the physicians discretion to continue ablation in the pulmonary vein isolation, and no other issues were observed in the left atrium. Upon completion of the case, when the patient woke up from anesthesia, st elevation was again noted. An interventional cardiologist came in and preformed an angiogram, IV nitro was again given, and resolved issue with no further patient complications. The patient had fully recovered. The catheter is not expected to return as it was disposed, therefore the lot number is not available.

Manufacturer narrative:
Correction to section h6 impact codes f23 unexpected medical intervention has been changed to f2303 medication required and f2203 imaging required. Detailed product information was not provided to bsc. It was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced st segment elevation. During the procedure, upon ablating in the left superior pulmonary vein (lspv) in basket configuration, st elevation was observed after the second ablation. IV nitro was given, and st elevation was resolved. It was at the physicians discretion to continue ablation in the pulmonary vein isolation, and no other issues were observed in the left atrium. Upon completion of the case, when the patient woke up from anesthesia, st elevation was again noted. An interventional cardiologist came in and preformed an angiogram, IV nitro was again given, and resolved issue with no further patient complications. The patient had fully recovered. The catheter is not expected to return as it was disposed, therefore the lot number is not available.